Event description:
It was reported that the patient developed an area of bruising and potential erosion over the pump catheter access port (cap). The patient had received less than 50% therapy relief. The pump and catheter were removed on (B)(6) 2014. The patient remained in the hospital on intravenous (IV) antibiotics and was monitored for withdrawal. The pump and catheter were not replaced at that time but were to be replaced in the future. Patient status at the time of the report was alive with injury. The device system delivered baclofen. It was later reported that there was no troubleshooting performed. The patient was currently not receiving any intrathecal therapy but was being managed with oral medications and was not in withdrawal.

Manufacturer narrative:
Concomitant medical products: product ID: 8782 , serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial number, (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).